Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that patient was getting an end of service (eos) message on their handset. The meaning of the message was reviewed with the patient and they were redirected to their healthcare provider (hcp). The patient stated they just had their ins implanted in (B)(6) 2023. Additional information was received from the patient. They reported that it was unknown if the eos message was caused by normal battery depletion. The patient stated [the ins] didn't even last a year. To resolve the issue, the patient stated they had their device replaced and they have a new one. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.